Event description:
The customer reported he was missing his test strips and stated "his blood sugar bottomed out." In addition, the customer indicates he felt fine; however, he lost consciousness and fell to the floor. The paramedics were called and they treated the customer with an IV. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product was requested back, but will not be investigated since this is a delivery issue. The customer's product will be replaced.